Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported a blank display on the insulin pump that occurred while changing a reservoir. The customer declined troubleshooting for the blank display. The customer's blood glucose value was 114 mg/dl. The customer was advised that the helpline would always be available and that the helpline would contact them in 90 days. No further information was provided.